Manufacturer narrative:
Disposition of product return for evaluation has not been confirmed. A follow-up report will be sent once more information is available.

Event description:
Incident as reported: lithotripsy dilation of ureters - "because of the coils on the outside of the sheath it isn't smooth like the other ones in the market. It also feels like it has an edge where the inner and outer sheath meets, redness and sometimes blood can be seen after usage. Competitors in the market have also been innovative, some have an extra channel for a guidewire and others have a dilating device on the outside of the sheath that dilates the ureter even more. Some surgeons also complain that the hydrophilic coating dries too quickly and causes the sheath to get sticky." "Injury bleeding and redness of the ureters."